Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for about two weeks they have been trying to charge the ins but can't. They stated that they were seeing the reposition antenna on their recharger. They stated that they couldn't find the patient programmer right now. They caller stated that the patient was in the hospital for ¿other issues¿ and it had been a month or more since they had last charged the ins. Patient services reviewed the possibility of the device being over discharged and redirected the patient to the healthcare provider (hcp). They indicated that they would the person they usually deal with. The event occurred (B)(6) 2020. Additional information was received from the patient. The patient reported that the circumstances that led to the inability to charge was the device was undercharged due to other health issues. The issue was not resolved. The patient had a meeting with a rep to restart. Additional information was received from a patient via a manufacturer representative (rep) reporting the patient's ins as over discharge as the patient did not charge stimulator in over 6 months. Actions taken to resolve it is a device reset, however the issue has not yet been resolved. Additional information was received from the rep who reported that a device reset occurred however did not resolve the issue; no further actions to be taken.